Event description:
A 63-yr-old female with a history of coronary artery disease, and right coronary artery angioplasty x 2 was pt admitted for recurrent chest pain. Pt was having cardiac catheterization procedure to rule out restenosis. During the initial test injection, the physicians were unable to visulaize contrast media in the pt's heart. Troubleshooting discovered air in the line from the pt to the machine. Pt arrested and was placed on cardiopulmonary bypass. Pt expired.